Event description:
During a multiple graft bypass procedure, the first heartstring seal did not provide good hemostasis. The surgeon deployed the second seal but the site was still not hemostatic. The surgeon deployed the second seal but the site was still not hemostatic. The surgeon completed the procedure with the second seal. For the second graft, the heartstring seal did not unravel completely during the removal process. The surgeon was able to remove the seal without damaging the anastomosis. The hospital did not report any patient complications after the surgery. The hospital surgical staff later reported that the patient had suffered a stroke the next day. The surgical staff did not provide any additional information.